Manufacturer narrative:
It was reported that the patient experienced skin discomfort with itchy skin, large bumps, and open skin while wearing the universal patch. The patient sought medical treatment and was prescribed triamcinlon cream .1%. Engineering evaluation was unable to be performed as the universal electrode patch was no returned. The universal patch single use and disposed after use; therefore, it is not likely to be returned. The patient reported following skin prep instructions and has no known skin sensitivity or allergies to metals or adhesives. Any skin probable to be a bio-incompatibility issue with the electrode adhesives. Medical adhesive related skin injury (marsi) is likely related to a biocompatibility hazard manifesting at the electrode's interface with the patient's skin. No single factor or combination factors can attribute to electrode skin irritation and associated symptoms. The product labeling advised patient of alternate options and other steps to take if skin irritation develops, including healthcare professional contact as needed.

Event description:
It was reported on (B)(6) 2025 that patient experienced skin irritation while wearing the mcot patch. The patient's skin irritation consisted of itchy skin, large bumps, and open skin. The patient visited a medical professional and was prescribed triamcinlon cream .1%. The patient did follow skin preparation procedures and is not allergic to metals or adhesives.